Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that subject balloon occlusion catheter ruptured. The rupture occurred when the introducer sheath shifted back while the balloon occlusion catheter was advanced through. There is no patient involvement.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was unknown. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the balloon ruptured when the introducer sheath shifted back while the balloon occlusion catheter was advanced through a competitor catheter. Based on information available it is most likely that reported issue was related to the peel-away sheath, and not the introducer sheath. Per the device dfu, "insert the guidewire/dilator/guide catheter assembly into the introducer sheath using the peel-away sheath. Insert peel-away sheath into introducer sheath until it meets resistance." It is probable that the reported event was caused by the peel-away sheath not being inserted into the introducer sheath until resistance was met. An assignable cause of user error has been assigned to this investigation.

Event description:
It was reported that subject balloon occlusion catheter ruptured. The rupture occurred when the introducer sheath shifted back while the balloon occlusion catheter was advanced through. There is no patient involvement.